Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the returned device identified stent damage. The stent struts were raised, a type of damage consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4)-2012. It was reported that during a percutaneous coronary intervention the stent was not able to cross the lesion. The 90% stenosed target lesion was located in a non-tortuous, severely calcified distal left circumflex artery. The 2.50x16mm promus element stent delivery (sds)was selected and advanced to the target lesion. When the distal tip of the sds exited the non-bsc guide catheter, it bumped into the lesion and was unable to advance further. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Returned device analysis revealed stent damage.